Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. No audio/beep anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had currently beeping and low blood glucose. The blood glucose at the time of the incident was 63 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.